Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while being applied at the transection of the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. They used another identical product to replace and continue the procedure. There was no patient injury.